Event description:
Pt underwent endoscopic plantar fasciotomy. Postop on q catheter was placed. It was cemented to on q pump with 270 ml plain marcaine. The area where the catheter places medicine in tissue developed a blister and continued to become a full thickness slough of skin on plantar heel. No other medical product was used. Therapy to treat ulcer for months after. Wound is about 50% healed at this point. Pt underwent an endoscopic plantar fasciotomy. Dr usually does not use the on q pump for these cases. This one instance it was used, this was the result. The wound started as a superficial large blister, filled with fluid (clear) - sign of tissue death, continued to progress rapidly to ischemic, necrotic area, requiring ongoing wound care.